Event description:
It was reported that the patient had ¿baclofen problems as far as withdrawals.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711 j0058116r, implanted: 2001-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a doctor was ¿not involved in removal.¿ it is unclear what was removed.